Event description:
It was reported a patient's right ventricular (rv) lead presented with intermittent non-capture and low r-waves. The rv lead was capped and replaced in a procedure on (B)(6)2023. Post-procedure the patient was stable.